Event description:
The customer returned two additional devices under for evaluation under 9617594-2024-00766-01. The date of event is unknown. The original reported condition crack/disconnection/separation was confirmed during evaluation for the two additional returned complaints. It is unknown if there was patient involvement.

Manufacturer narrative:
Two devices were received for evaluation. The complaint of crack/disconnection/separation can be confirmed. The two devices were mated to used extension sets; both spiros came back activated and attached to the extension sets, however the spin collar of the male luer could be spun off leading to separation. No spline or shear tab damage were noted on either spiros. Each spiros was functionally tested and dimensionally measures and met product performance specifications. The probable cause of the separation on both devices s due to unintentional bending forces at the bonding location. The lot history was reviewed, no relevant nonconformities were identified that may have contributed to the reported complaint.